Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history record did not reveal any related manufacturing deviations or anomalies. Dfmea, (B)(4) has been reviewed and this issue has been pre-empted as a possible failure mode leading to measures implemented to prevent occurrence. Line 92 (occurrence 1, risk 3, bar) states ¿transit study verification has been completed to ensure the packaging system is suitable for use and remains integral. Reference: (B)(4) transit study on new cement carton. "2d automation project": the dimensions of the packaging will be changed. Method of sealing will be different: using ultrasonic sealing, rather than heat sealing. In addition, the 80g pack is to be changed to two 40g packs, in one box. Therefore, need to conduct transit study, including dye penetration and seal strength. Sterility studies may need to be assessed.¿ this type of paper/ polyester film laminate packaging is currently part of an update by the manufacturer to a different grade of paper - kraft grid kg511 and kg0811 to be replaced with kg- (B)(4) (2d barcoding project) will also affect this product in the future when the sealing method will change for primary pouches. From the complaint description, the seal was intact up to the point that the surgical technician accepted the bag as there is no mention of loose powder in the rest of the packaging. In this case, it is possible that the way the bag was handled by the staff in surgery caused the seal to fail. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that while opening for the case, the cement powder was given to the tech. It was also reported that the tech took the powder, the pocket seal along the side had come apart causing the powder to go all over the table.